Event description:
A nurse reported that the bedside monitor (bsm) is rebooting itself with no user intervention. The nurse reported that a blue screen pops up and then a line of text with binary numbers on it. The device is not on the network so it is not a network loop. No patient harm was reported.

Manufacturer narrative:
A nurse reported that the bedside monitor (bsm) is rebooting itself with no user intervention. The nurse reported that a blue screen pops up and then a line of text with binary numbers on it. The device is not on the network so it is not a network loop. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the nurse reported that the device rebooted on its own and that a blue screen popped up, displaying lines of binary numbers. The device is not on the network, so it could not be a network loop. There was no patient injury reported. Investigation summary: the reported device was sent in for evaluation and repair. The reported issue could not be duplicated. The results of the evaluation showed that this complaint is not confirmed. As such, a definitive root cause of the reported issue could not be determined. No further investigation will be performed. Nk will continue to monitor and trend for this issue. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/26/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 04/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 04/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The nurse reported that the device rebooted on its own and that a blue screen popped up, displaying lines of binary numbers. The device is not on the network, so it could not be a network loop. There was no patient injury reported.